Manufacturer narrative:
Product complaint #: (B)(4). Device received. A review of the device history record. A review of the receiving inspection (ri) for the poly scw driver shft, cannultd was conducted identifying that lot number ui290568 was released in a single batch. Batch1: lot qty of 110 units were released on 23-jan-2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Background: it was reported that on an unknown date, while placing the screw, the resident tried to redirect the screw which resulted in the tip snapping off of the driver. Procedure was successfully completed with no surgical delay. There was no patient consequences. Investigation flow: damage. Visual inspection: the poly scw driver shft, cannultd (part #: 286720000 / lot #: ui290568) was received at us cq. The distal tip of the device was broken, no fragments were returned. There were clear shear marks at the fracture site. There were surface scratches and nicks consistent with normal wear along the shaft of the device. The device had a re-work etching along the shaft of the device. Based on the information from note, the screw was reworked by five star. Depuy synthes does not authorize 3rd party refurbishment of this device and cannot guarantee its performance after refurbishment. The received condition was consistent with the complaint condition thus the complaint was confirmed. Distal tip was broken. Dimensional inspection: since the distal tip was broken shaft diameter just proximal to breakage was measured. Conclusion: the overall complaint was confirmed for the received poly scw driver shft, cannultd (part #: 286720000 / lot #: ui290568) as the distal tip of the device was broken. Although no definitive root-cause can be determined it is possible the device experienced unintended forces leading to the breakage. Moreover, due to the rework done by a 3rd party, the quality of the device may have been compromised. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while placing the screw, the resident tried to redirect the screw which resulted in the tip snapping off of the driver. Procedure was successfully completed with no surgical delay. There was no patient consequences. This complaint involves one (1) device this report is for one (1) cannulated polyaxial screw driver shaft. This report is 2 of 2 for (B)(4).